Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection found the product found a wet, greyish particulate matter inside the fluid pathway. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 140h dialyzer, particulate matter was observed in the cartridge. There was no patient involvement. No additional information is available.